Event description:
In 2006, a male patient received an unknown number of rapid strand (iodine-125) seeds for a prostate implant procedure. Rapid strand is a medical device. During the procedure, the rapid strand was damaged or broken and became unable for use. The description of the problem provides the following information: "the needles jammed where about 4-5 (about a 12-13 seeds) in the 1st patients they implanted last week. According to the technician, it seemed that the strands that jammed had spacers that, when cut, broke in several pieces, and this may have caused the jam (not that the spacers are made of the same material that the suture = polyglactin, so they had to swell)." The report continues: patient has serious urinary problems, probably for the implant of too many needles. The treatment was completed."